Manufacturer narrative:
The reported battery performance alert was confirmed and premature battery depletion was noted during analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.